Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed, and the cause appears to be associated with use of the device. One 5fr triple-lumen (t/l) powerpicc was returned for investigation. The PICC was received with non-vad injection caps attached to the luer adaptors. The t/l tubing had been trimmed to length at the 48cm depth mark. The printing on the extension legs with the white and grey lumens stated, ¿no contrast¿ and the printing on the white and gray connectors stated ¿no CT¿. The 0-35 cm depth marks were either partially or completely worn from the tubing. A microscopic examination revealed a 3.5mm longitudinal split between the 3 and 4 cm depth marks. The edge of the split in the catheter material was wrinkled. The adjoining surfaces of the split tubing were smooth and granular. The characteristics of the observed damage are consistent with rupture due to over-pressurization. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. A functional test revealed that fluid leaked from the longitudinal split when the lumen with the gray luer adaptor (non-power injectable) was infused with water. The wall thickness of the lumen with the gray luer adaptor was found to be within specification. It is possible that the ruptured lumen was inadvertently used for a power injection. The instructions for use (IFU) warn, ¿use of lumens not marked ¿power injectable¿ for power injection of contrast media may cause failure of the catheter.¿ the IFU states, ¿if resistance is met when flushing, no further attempts should be made. Further flushing could result in catheter rupture with possible embolization. Refer to institution protocol for clearing occluded catheters.¿ the IFU also states, ¿catheters that present resistance to flushing and aspiration may be partially or completely occluded. Do not flush against resistance. If the lumen will neither flush nor aspirate and it has been determined that the catheter is occluded with blood, a declotting procedure per institution protocol may be appropriate.¿ a lot history review (lhr) of redx2341 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "the PICC team removed a PICC yesterday that was leaking from the insertion site. The PICC was pulled and it was noted to have ruptured at approximately the 3cm mark. I went throught the flowsheet charting and there was no mention of any occlusion. The PICC line was always charted as all three lines flushing and having good blood draw. When the PICC was pulled on (B)(6) 2020 all three lumens where in use. The PICC was a triple lumen, 5 french placed on (B)(6) 2020 and pulled on (B)(6) 2020."

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redx2341 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "the PICC team removed a PICC yesterday that was leaking from the insertion site. The PICC was pulled and it was noted to have ruptured at approximately the 3cm mark. I went through the flowsheet charting and there was no mention of any occlusion. The PICC line was always charted as all three lines flushing and having good blood draw. When the PICC was pulled on (B)(6) 2020 all three lumens where in use. The PICC was a triple lumen, 5 french placed on (B)(6) 2020 and pulled on (B)(6) 2020. The lot# is redx2341 ".